Event description:
On two separate occasions, 1 in sept, and 1 in dec condom tore apart at the rim, tearing completely apart. In both cases user was using a non-oil based, latex compatible lubricant. In the first case the condoms were 6 mos old and in the second they were brand new. In both cases the condoms were within their expiration date and had been stored in a clean, dry place, not subject to extremes of temperature. In the second case rptr states the condom was used for protection during oral intercourse and no teeth were used. Rptr has seen her physician, is not pregnant and doubts exposure to std although is concerned about the general public hlth risk especially to the young or less discrimate user. Rptr's two partners are "willing to provide affidavits". Consumer is also concerned that there is no MFR name or address printed on the box and no number for users to call with problems.